Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a clinician had an anti-biotic go in faster than expected. She believes that she was administering a 250ml IV antibiotic bag at 125ml/hr which should have lasted two hours but finished in 1.5 hours. This was reported to bd associate during the site visit. There was patient involvement but the information on patient impact is unknown. Although requested, no further information was known.